Event description:
Received a copy of customer's (B)(4) report from FDA which states "girl with moyo moya, kidney disease and developmental issue was housed in the pediatric ICU. Several crucial medications were bring administered by alarms pump modules. The rn noted recurrent air alarms on the pump modules, despite the absence of air in the system and despite the rn cleaning of the sensor. Also module 2 gave recurrent "channel alarm" messages and failed. The rn had to replace 4 different pump modules in order to administered the medications. Module 3 also gave a "tubing occluded" message when the tubing was not, in reality, occluded. The rn removed the faulty equipment from use and notified uhs. The pcu was left in use to administer norepinephrine, which would not safely be stopped at the time."

Manufacturer narrative:
(B)(4). Ref associate reports: 2016493-2015-00190, 2016493-2015-00200. The customer's report of the device has pt side occlusion alarms with no observation of an occlusion in the set was confirmed. The device event log indicated the device began to power up to alarm with a check IV set alarm which can be an indication of a malfunctioning pressure sensor. The user had recycled the power to the device and was able to successfully start an infusion. Within a few seconds the device alarmed for occlusion pt side and was turned off after the third restart attempt. The log indicated the device was powered on the following day after the incident and the check ive set alarm reoccurred at power up. The device when received for investigation repeatedly alarmed with check ive set. Testing found the pt side (lower) pressure sensor to be malfunctioning. Temporary replacement of the malfunction pressure sensor resolved the issue. The proximate cause for the customer's reported experience is being attributed to the malfunctioning pt side (lower) pressure sensor. The root cause for the pressure sensor malfunction was not definitively identified.